Event description:
Customer got up and ate sausage biscuit and drank coffee and took normal medications. Thirty minutes later the customer felt dizzy and tested blood glucose and received a result of 221 mg/dl. Called emergency room and went to the emergency room within 30 minutes. The customer's leg gave out, was sweaty, blurred vision and passed out. The customer was given an IV, fifteen minutes later blood glucose was taken and the result was 32 mg/dl. The customer was given sugar shots. The doctor felt that insulin mixed with glucovance that pt was on contributed to their sugar crashing. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.